Event description:
Nail spontaneously broke through the lag screw slot in the nail. Revision surgery with nail extraction and alternative fixation performed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the provided product and lot combination. Additionally, no other reports of any kind are found against the (B)(4) product code. In this and in previous investigation into this same type of report, burnishing in the fractured screw hole provided the evidence that the nail bore the weight of the body. Patient x-rays were requested but not provided, consequently union of the bone could not be determined. Patient demographics and additional event information were requested but not provided. In the previous investigation, excessive weight bearing led to fatigue initiation and propagation to the nail fracture. As no other reports of any kind have been found against this product code, no evidence has been found suggesting product error was a contributing factor. The investigation can draw no conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.